Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2267 (fluid and air in set) was not confirmed due to lack of a sample. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2267 (air and fluid in set), which occurred on the homechoice (hc) during use during dwell 3 of 5. The patient was connected at the time of the alarm. When the patient called they reported they had the alarm the previous night and powered the unit off until that morning. The baxter technical service representative (tsr) informed the patient of the error's meaning. The patient would discard the set up and continue using the hc that night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(4) 2011 regarding the se 2267. The patient stated when they had the alarm they just disconnected and did not really look at the supplies so they were unable to provide how air might have got into the lines. The patient did not speak with their nurse about the alarm. Baxter product surveillance recommended the patient contact their nurse regarding air in line alarms. The patient stated they were continuing therapy on the cycler successfully. There was no patient injury of medical intervention reported.